Event description:
It was reported to gore that on (B)(6) 2025, the patient was treated with gore® excluder® conformable aaa endoprosthesis (trunk - ipsilateral leg) for an abdominal aneurysm. However, during the attempt to reposition the trunk - ipsilateral leg endoprosthesis, the constraining loop got stuck and the endoprothesis stayed open, and could not be repositioned. Type ia endoleak was present. Another gore® excluder® aaa endoprosthesis (aortic extender) was implanted as an attempt to resolve type ia endoleak but it was not successful, as type ia endoleak remained. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications.the device remains implanted in the patient, therefore, a device evaluation could not be performed.gore is gathering information for the final report.code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14).code c21 is reflecting the upcoming results from investigations represented by codes b15, b20 and b11.w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.